Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, there was a leak at the junction of extension tube and bifurcate. There was no patient injury.

Manufacturer narrative:
Evaluation summary: this defect has not been confirmed. The product sample was returned for evaluation, and according to the visual inspection, no defects related to the reported condition were identified. Based on the available information, it can be concluded that product was manufactured according to specifications and the most probable root cause can be considered as a customer perception. A complaint history analysis from was conducted. To date, there have been 3 complaints received for this product code, related to extension tube-leaking. None of these complaints have been confirmed as a manufacturing related issue. No trends or triggers have been found, therefore, a corrective or preventive action is not deemed necessary at this time. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection, leak testing and visual acceptance sampling) are in place to prevent nonconforming product from leaving the manufacturing operations. If information is provided in the future, a supplemental report will be issued.